Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used during a percutaneous nephrolithonomy (pcnl) procedure. During the procedure, the balloon was inflated below 20 atmospheres (atm); however, the balloon burst. The procedure was completed with a non-boston scientific facial dilator without patient complications.